Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion seal to be detached. Functional testing was performed. The event history log was reviewed. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a cassette error. The event occurred during testing.